Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. Prior to being admitted, the customer experienced vomiting, stomach aches and headaches. During the day, the customer got a no delivery alarm after breakfast. The customer changed the infusion set and had no further alarms. The customer then ate a burrito and taco for lunch, and the father believed that this could have caused the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.